Event description:
IV tubing removed from package and during the priming process the nurse noticed a cut place in the tubing approximately 4 inches below the blue clip. Tubing was not used. No pt contact.